Event description:
A doctor's office alleged that the edge of a caviwipe towelette had broken off and fallen into an employees eye during use. It was revealed that the top of the caviwipes canister had not been properly shut and part of a towelette was left exposed and had dried out. A piece of the exposed wipe had broken off while the employee was cleaning using it to clean and had fallen into her eye.

Manufacturer narrative:
The office contacted (B)(4) and was advised that the employee rinse out her eye with copious amounts of water as per the caviwipes msds. The employee sought medical attention from a general practitioner, and was diagnosed with eye irritation. The doctor prescribed the patient a medication for treatment; however, the employee could not recall the name of the medication. It was confirmed that the employee has fully recovered and is doing fine at this time. The product involved in the alleged incident was not returned. A DHR review revealed that there were no deviations from the manufacturing process; the product was released within specifications and acceptable parameters. In addition, no similar complaints were received with regard to this lot number.